Manufacturer narrative:
As reported the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non cordis sheath and exoseal were pulled back completely. The exoseal and catheter sheath introducer (csi) were removed, and manual compression was used to achieve hemostasis. There was no report of patient injury. The physician achieved certification on the use of the exoseal. The physician used the exoseal ten times per month prior to this procedure. This was an interventional procedure. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the csi and the exoseal after the indicator wire deployed. The physician stared at the indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the dried blood residues that clogged the unit. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the indicator wire (iw) end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest the reported event was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non cordis sheath and exoseal were pulled back completely. The exoseal and catheter sheath introducer (csi) were removed, and manual compression was used to achieve hemostasis. There was no report of patient injury. The physician achieved certification on the use of the exoseal. The physician used the exoseal ten times per month prior to this procedure. This was an interventional procedure. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the csi and the exoseal after the indicator wire deployed. The physician stared at the indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. The product will be returned for analysis.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.